Manufacturer narrative:
There was no pt impact associated with this event. The pump was returned to animas for eval. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history indicated that loss of cartridge detection had occurred. The pump did not recognize the cartridge and dispensed insulin on the load step during eval.

Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins.